Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician went to slit the catheter, it could not be slit all the way through the valve and it had to be cut with a scissors. The physician noted that this has happened to another model of catheter also. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. No anomalies were found. The mechanical operation of the catheter peeling/slitting/ splitting showed a spiral slit. Visual analysis of the catheter indicated damage during use. The analyst noted the hemostasis valve was cut and the analyst was unable to determine the original condition of the seal. If information is provided in the future, a supplemental report will be issued.